Event description:
The customer observed falsely elevated architect prolactin results for one 27 year old female patient diagnosed with hyperprolactinemia. The patient¿s prolactin was lower by another method. The following data was provided: architect prolactin result = 1300.45 miu/l reference range of 108.78 - 557.13 miu/l. Roche result = 27 ng/ml converts to 574.5 miu/l reference range = 4.79-23.3 ng/ml. Additional data provided 23nov2025: in (B)(6) the same patient's architect prolactin result was 1270 miu/l and the customer performed 25%peg precipitation and the result was 169.32 miu/l and considered the result affected by macroprolactin. No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 72187ud03. A review of tracking and trending for the architect prolactin assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 72187ud03 and the complaint issue. In-house testing was performed utilizing retained reagent kit of the complaint lot. Testing met acceptance criteria indicating the lot is performing as expected. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the architect prolactin reagent, lot number 72187ud03.

Event description:
The customer observed falsely elevated architect prolactin results for one 27 year old female patient diagnosed with hyperprolactinemia. The patient¿s prolactin was lower by another method. The following data was provided: architect prolactin result = 1300.45 miu/l reference range of 108.78 - 557.13 miu/l roche result = 27 ng/ml converts to 574.5 miu/l reference range = 4.79-23.3 ng/ml. Additional data provided 23nov2025: in september the same patient's architect prolactin result was 1270 miu/l and the customer performed 25%peg precipitation and the result was 169.32 miu/l and considered the result affected by macroprolactin. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07k76-78 that has a similar product distributed in the us, list number 07k76, with 510k exempt. All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.